Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20401. It was reported the patient ((B)(6)) experienced ineffective stimulation along with an uncomfortable tingling sensation (regardless of stimulation being on or off) . A sjm representative tried reprogramming to no avail. System diagnostics determined low impedances on the leads. X- rays revealed the leads have migrated. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.